Manufacturer narrative:
(B)(4).

Event description:
Patient 's mother contacted dexcom on (B)(6) 2015 to report the receiver initalized without a manual restart on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. It was reported that a pediatric patient was using an adult receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.